Manufacturer narrative:
Ziv6-35-125-5.0-100-ptx-ci is an investigational device in (B)(6) however ziv6 ptx is a legally marketed device in the us. PMA/510(k)# of ziv6 ptx device: (B)(6). The stents were implanted in the patient and are therefore unavailable for evaluation. With the information provided, a document based investigation was carried out. Images were also provided to support the complaint investigation and the following comments were provided by the independent reviewer: "findings: implantation angiography and 12 month follow up ultrasound are provided along with the complaint report. The mid sfa was moderately narrowed for 8cm. The distal sfa was severely narrowed at the adductor canal continuing to the popliteal artery (pa) as a moderate stenosis. The entire segment was 15cm. The profunda femoral artery pfa was severely narrowed from atherosclerotic disease. Although angioplasty improved the moderate mid sfa and severe adductor canal stenoses, greater than 30% recoil and linear plaque dissection persisted. Two zilver ptx stents overlapping by 1cm were implanted through the lesions eliminating the residual stenosis after post stent pta. Stent segment length was 19cm. Popliteal stenoses were improved from moderate to mild with angioplasty. Restoration of single vessel peroneal artery runoff to the foot was achieved by recanalization of a proximal peroneal artery occlusion. The posterior and anterior tibial arteries were chronically occluded. The peak systolic velocity in the 2nd, through 4th centimeters of the proximal stent was elevated to 228cm/sec. The peak systolic velocity (psv) in the sfa proximal the stents was 82cm/sec. The velocity ratio (vr) was 2.78 (228/82). This corresponds to a 50% to 79% stenosis. The grey scale appearance is consistent with a 30-40% maximal diameter stenosis. The remaining stent and inflow and outflow grey scale appearance suggests diffuse mild stenosis with normal psv. Impression a moderate to severe 50-79% stenosis from neointimal hyperplasia was confirmed in the proximal stent at one year. The grey scale appearance suggests a stenosis closer to 50% than 79%. Although these lesions usually progress, they can stabilize and are usually symptomatic before occlusion. The development of significant neointimal hyperplasia is made more likely if by continued tobacco abuse. Other factors challenging long term stent patency include severe disease burden as indicated by severe atherosclerosis in the pfa and severely limited runoff despite runoff optimization at implantation. Significant findings relative to the patient's anatomy were observed. Runoff was significantly limited even after optimization. Significant findings relative to the disease state were observed. The atherosclerosis was severe given the severe pfa and tibial artery disease. Significant findings relative to the use of the device were not observed. Significant findings relative to the design or performance of the device. The proximal stent developed a focal moderate to severe stenosis. This is not surprising given the reported continued tobacco abuse." The customer complaint can be confirmed as imaging confirmed the presence of neointimal hyperplasia in the proximal stent. According to the imaging review, a moderate to severe stenosis from neointimal hyperplasia was confirmed in the proximal stent at one year. The lot number of the proximal stent cannot be confirmed. From available information, it is known that the patient had pre-existing conditions including hypertension, carotid disease, diabetes type ii, hypercholesterolemia, previous stroke and a history of tobacco use. According to the independent reviewer, the continued tobacco use increased the likelihood of the development of significant neointimal hyperplasia. Other factors included severe atherosclerosis and severely limited runoff. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. Based on the above, it is unlikely that the reported restenosis occurred due to device malfunction. The most likely cause of the event was the patient¿s condition. However, a definitive root cause cannot be determined. It may be noted that as per instructions for use restenosis is a known potential adverse event associated with the placement of this device. Two possible lots have been provided: c1010209 and c1010207. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity as per finished product q.c. Instruction. According to information provided, treatment included a change in medications. No other adverse events have been reported for this patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
(B)(6), occlusion/restenosis requiring intervention possibly r/t product. The lesion morphology revealed mild calcification and no thrombus. There was no previous intervention in the study lesion. The inflow tract was patent and there was no inflow tract stenosis treated prior to study stent placement. There was one patent runoff vessel. Baseline angiographic lesion measurements revealed a proximal and distal reference vessel diameter (rvd) of 5.0 mm and 80% diameter stenosis. The lesion length was 140.0 mm. The study leg abi was 0.3 and the rutherford classification was two. On (B)(6) 2015, the patient underwent pre-dilatation of study lesion with one inflation of a 4.0 x 40 mm balloon. One 6.0 mm x 100 mm and one 6.0 mm x 100 mm zilver ptx v study stents were placed in the right distal superficial femoral artery via contralateral access. The implanting physician noted no difficulty using the stent or the delivery system. No non-study stents were used to treat the study lesion. Post-stent dilatation was performed with one inflation of a 5.0 x 80 mm dilatation balloon. At the conclusion of the case, there was no residual stenosis remaining in the study lesion. The post-procedural abi in the study leg was 0.58. On (B)(6) 2015 (six days post-procedure), the patient was discharged from the hospital taking aspirin, plavix, and cilostazol. On (B)(6) 2015 (202 days post-procedure), the six-month follow-up clinical assessment was performed. The study leg abi was 0.59 and the rutherford classification was two. On (B)(6) 2015 (233 days post-procedure), the patient stopped taking plavix, but continued taking aspirin and cilostazol. On (B)(6) 2016 (361 days post-procedure), the twelve-month follow-up clinical assessment and ultrasound was performed. The study leg abi was 0.84 and the rutherford classification was two. The ultrasound revealed patency proximal and distal to the study lesion, but 50-99% stenosis within. Core lab analysis revealed patency proximal to and within the study lesion. On the same day, the site reported an occlusion/restenosis requiring intervention in the study vessel. The site has been queried regarding location. Treatment included a change of medications. The investigator reported a possible relationship to the study product. The following comment was provided: "patient accepted ultrasound examination after surgery for 12 month on (B)(6) 2016. The ultrasound shows that the study stent occurred restenosis about 60%. Investigator recommended to accept medicine treatment." Imaging review received confirmed the presence of neointimal hyperplasia in the proximal stent only.